Manufacturer narrative:
Block h6: imdrf device code a15 was utilized to capture the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst drainage procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, on the first and second step of deployment, the first flange of the axios did not deploy. It was observed on the endoscopic ultrasound (eus) guidance and x-rays that the stent was not deployed. It was noted that the stent was partially deployed when it was removed from the patient. The physician attempted to put back the stent back into the first position however it was not able to go back. The procedure was completed using a 20x10 mm axios stent. There was no patient complications reported as a result of this event.